Event description:
It was reported the bronchovideoscope had irregular image failures or a switch from the endobronchial image to the ultrasound image if the coagulation time exceeded about 2 seconds. After reconnecting the scope, the picture was restored. This issue occurred during a therapeutic bronchoscopy procedure and an argon plasma coagulation to stop bleeding. The procure was completed using the same set of equipment. The patient was anesthetized with midazolam and propofol. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. The error occurred three times and two additional complaint record were created to capture the other two; (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d10. Additional information added to field d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The customer's allegation of image abnormality was not confirmed. Based on the results of the investigation, it is likely that the image abnormality occurred by electrical current from the high frequency cauterization apparatus. However, the root cause could not be identified. The instructions for use (IFU) states troubleshooting for abnormality during procedure as follows: operation manual chapter 5 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide:¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.